Manufacturer narrative:
Correction b5. Medtronic received information that prior to use of these dlp left heart vent catheters, it was reported that these cannulae were rigid. The use of the devices was unspecified. There was no adverse patient effect associated with this event. Correction additional codes: imf (annex f) health impact: this code was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info h6: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the problem is that if the customer tried to bend the vent to keep it in right position, it does not stay there. It does not keep the bending position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note: the exact number of occurrences of this issue was requested, but not available. All issues were noted on the same date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were different guidewires in the dlp left heart vent catheter, with one version being bendable and the other version being rigid prior to use. The rigid guidewire could not be used for the procedures. The device was replaced. There was no patient involved. Medtronic received additional information that the device can not be formed. The cannula stayed in the right place. The metal inside seemed to have changed. Medtronic received additional information that the customer stated that they could only fell the difference in the cannula when they opened the peel bag. Some of them are more rigid. The customer was not able to place them and keep them in the right spot. The customer had been using the model for years. They stated that the last period of time, they sometimes received units that are different from others (seemed more rigid).